Event description:
The customer reported reproducibly elevated troponin I (access accutni+3) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial patient sample yielded a (B)(6) access accutni+3 result. The patient was redrawn on the same day and analyzed on the same access 2 immunoassay system and recovered with an elevated result. The elevated result was released from the laboratory. This second draw was tested on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and reproducible elevated results were obtained. Two additional samples were collected from the same patient and tested on the laboratory's alternate access 2 system (serial number (B)(4)) and on a sister laboratory's unicel dxi access immunoassay system (serial number (B)(4)). These samples all recovered with reproducibly elevated results. The customer repeated the original patient sample that yielded a (B)(6) result on their access 2 immunoassay system (serial number (B)(4)) on their alternate systems and this sample recovered as (B)(6) on both of the alternate systems. The patient was transferred to the cardiac catheterization lab and a cardiac catheterization was performed. The physician noted no abnormalities and questioned the accutni+3 results. It is unknown which patient result is associated with the procedure performed on the patient. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient samples were collected in lithium heparin plasma tubes and centrifuged in a statspin at an unknown speed for three minutes. No issues with sample integrity were reported.

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The patient underwent cardiac catheterization. The accutni+3 reagent was not returned for evaluation. Patient samples were sent to beckman coulter complaint handling unit (chu) for testing. The original patient sample that yielded a (B)(6) result was confirmed as (B)(6). Patient samples one (1) and two (2) that recovered with reproducibly elevated results at the customer's site recovered as elevated in the chu laboratory. All three of the patient sample results obtained by the customer, were confirmed by chu testing. The chu also performed dilution testing on the elevated patient samples and the samples recovered linearly, indicating the results are likely true values. There is no evidence of a malfunction.